Event description:
Reported leaking from the white lumen of patient's dual lumen 4 fr cook PICC line. Patient had PICC in place for home antibiotics and was alternating lumen for infusion of antibiotics. This would make 10 occurrences of this kind of event for this manufacturer's device. Line removed and replaced.